Event description:
No harm to patient. Rn hung 1,000ml ns [normal saline] bolus on patient. Pump was set to run 999ml/h for a volume of 1,000ml (run time would be 60 minutes). Pump beeped 45 minutes into the infusion saying air in line. The bag was empty. The pump said there was still 300ml left to infuse. Given pump's malfunction it was removed from use.